Event description:
Patient was on MRI scanner table and was in the supine position heading into the magnet feet first and a wedge shaped cushion was placed under his knees for back and leg comfort. Tech proceeded to raise the MRI table using the control panel. As the table was raised up, the patient said "ouch" and moved his legs as if in pain. Tech examined toe and noted laceration to left second digit on foot. Toe had been caught in the table mechanism while scanner table was being raised in height. Patient was transferred to hospital and underwent surgery for traumatic left second toe partial amputation.